Manufacturer narrative:
(B)(4). No further information available as reporter details have not been disclosed.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2015 and the mesh was implanted. It was reported that the patient was having a prolapse stitched up with native tissue. It was reported that the patient was left in chronic pain. It was reported that the patient cannot sit for more than fifteen minutes. It was reported that the patient has consulted with surgeons, gynecologists, general practitioners, naturopaths, physiotherapists with no relief. It is also reported that the patient has crippling anxiety as a result of fear that the mesh will erode through the any organs in proximity of the device.